Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of an occluded reservoir. The customer's blood glucose reading was 6.7 mmol/l. The customer reported no delivery occurred during manual prime. The customer was unable to troubleshoot during time of call because alarm was resolved by complete set change. The reservoir will be returned for analysis.